Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm noted. Unable to confirm the error alarms due to erased history file. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the customer had normal blood glucose levels of 99 mg/dl. The customer reported a motor error alarm from the insulin pump during basal. Troubleshooting was done. The customer was asked to return the insulin pump for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.